Manufacturer narrative:
Unit passed the displacement test and self test. Pump¿s history and trace files downloaded successfully using thump software. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomalies noted. However, pump error 4 (line number 147 file number 2017) was confirmed in the formatted history file on 02/21/2025 at 11:30:45.000. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and broken belt clip rails. Pump error 4 (line number 147 file number 2017) was confirmed in the formatted history file due to possible hardware error with twi interface(esf#3926945). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 4 (the motor arm cannot communicate with the main arm.) The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was performed and found that the customer was able to clear the error and able to complete the rewind and successfully complete the fill cannula delivery test. The error table indicated that the pump requires replacement. No harm requiring medical intervention was reported. No product return is required for mmt-1880.